Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for (B)(6) days for the event. The cause was unknown. The patient was treated with vancomycin and gentamicin (doses, frequencies and routes not reported). On an unreported date during the event, pd therapy was temporarily discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was back on pd therapy and had recovered from the peritonitis. Additional information is not available.